Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was in backup vvi mode. A device download was performed. The patient did not experience any adverse health consequences. Patient is fine.